Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, with the most recent documented value of 60 mg/dl, and reported prior inaccurate readings on a g7 sensor along with a potential device maladaptation that could require a factory reset; the call was triaged to the clinical line for further support and additional training. Symptoms included hypoglycemia. Outcomes included oral glucose treatment. Investigation included troubleshooting and education, assignment for additional training, and transfer to a partner clinical organization. Investigation of this case revealed that the cause remained unclear given confounding sensor accuracy concerns and possible device adaptation issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.